Event description:
It was reported that the device reported a low battery voltage one month after implant. The ICD was removed and replaced.

Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Manufacturer narrative:
The field event of premature battery depletion was confirmed in the lab. The device was in an unknown environment for five months prior to implant. During the five months, there was rapid drop in battery voltage. This resulted in lower than normal battery voltage at implant. Analysis showed no high current measurements when tested. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of the battery depletion could not be determined.

Manufacturer narrative:
Na